Event description:
It was reported to ge that the tube support moved without command to the opposite end of the table. There was an electrical short in the motion control circuits. The unit was repaired and returned to use. There was no report of injury.